Manufacturer narrative:
(B)(4). The lens was received and inspected under illuminated 10x magnification. One detached and one broken haptic was observed. Damage to the haptics occurred during the insertion procedure and is not related to the manufacturing process. All available information is provided in this report.

Event description:
The account reported the intraocular lens haptic came off in the patient's eye. The lens was removed without injury to the patient. The reporter could not confirm if the incision was enlarged, however a suture was placed after inserting another lens.